Manufacturer narrative:
Therefore, beacause a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that the implant was initially perfect with primary stability, but after 11 days the patient had a slight pain. Upon inspection the implant had mobility and shifted and had to be removed carefully.